Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
Follow up communication with the customer company representative, the following information were provided: the condition of the patient was not impacted by the failure. The procedure was able to be completed. It is unknown if the procedure was completed with the same or different device. It is not known if the procedure was prolonged. It is not known if the patient's anesthesia or sedation was extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. It is unknown if any other devices were connected to the subject device when the failure occurred. The subject device was received and evaluated. The reported customer issue of error e433 was confirmed. Device evaluation found error e433 due to faulty generator board. Additionally, review of error log found multiple error e433 (total of 25 error e433 in the data log). Furthermore, unrelated to the reported issue, the following were noted during device inspection: housing inspection found cracks around the neutral and bipolar port, front panel needs to be replaced. Device was running software version 11.a and needs to be upgraded to version 12-a. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited an error e433 upon boot up. The issue found during a diagnostic a procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error e433 was presumed to have been due to the following: 1. A malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user activates the foot switch during device startup (temporary ¿user¿ error). 3. A defective foot switch due to a short circuit in the plug (temporary error). 4. A defective foot switch due to defective reed contact (temporary error). 5. A defective cable connection between the hvps board (i.e. High power voltage supply) and generator board (temporary or permanent error) 6. A defective cable connection for the output signal between the generator board and relay board (temporary/permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak value rectifier on the generator board (permanent error). 11. A missing control for the output stage of the generator board (permanent error). 12. An output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from hvps board (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, popping noises or flashes can sometimes be observed or noticed by the user. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective analog digital converter, or adc (permanent error). 17. A defective tvs diodes on the relay board (permanent error). The risk to patients, users, and/or third parties associated with the reported issues was evaluated as as low as reasonably achievable. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. A product quality information release has been issued in relation to error e433. The manufacturer will continue to monitor the occurrence rate in the context of the quality management system. If necessary, the manufacturer will take further action in the future. Additionally, a new generator board was introduced in the production of the esg-400 on (B)(6) 2020. Olympus will continue to monitor field performance for this device.